Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance had steadily increased since 2008. It was also noted that capture increase along with it until no capture was observed. The lead was capped.